Event description:
The device was used during a thoracoscopy procedure. Reportedly, the insturment was difficult to close and the staple lines did not form properly. The surgeon converted the procedure to an open one and applied another device.